Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was damaged due to a clavicular crush. Oversensing with pacing inhibition greater than 2 seconds, and high out of range pace impedances were reported. Additionally, loss of capture was also observed. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.